Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019.

Event description:
The customer reported machine and proximal pressure sensors failed. There was no patient involvement.